Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, unable to perform self-test and displacement test due to cracked and bleeding lcd glass

Event description:
The customer reported via phone call that the insulin pump had crack on screen and was only able to see half of the screen. The customer's mos recent blood glucose was 160 mg/dl. The insulin pump was returned for analysis.